Event description:
According to the reporter: during a laparoscopic nephrectomy the device could not seal tissue properly. The procedure was completed with another. The patient is fine, no tissue damage or excessive bleeding was reported.